Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that pin driver cracked when putting 33mm screws into four in one block. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 visual examination of the returned product found to exhibit signs of repeated use and the hex feature has cracked in the component. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. This complaint can be confirmed. The reported lot has been in the field for approximately six years and ten months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.